Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 cubie was failed to open. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 cubie was failed to open. A field service engineer (fse) addressed a failure in the main half-height drawer 2.2 where pocket b2 was not releasing. The fse replaced the row board, performed diagnostic testing, and verified that the drawer and all pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.